Event description:
Our affiliate has reported to us that during an arthroscopic elbow procedure with the use of an fms duo pump for fluid management there were some issues which lead to the patient's elbow becoming inflated to the point that the surgeon went to an open procedure to complete the repair. It appears that the "day set tubing chamber" became over filled; this was immediately replaced, and after approximately 8 minutes into use the "inflow" suddenly increased approximately to a reading of 200 on the units console, as reported by the surgeon, at which point the patient's elbow swelled considerably. The pump was powered off and the surgeon went open for the conclusion. Post-operatively, the surgeon states that there were no patient complications; no compartment syndrome, no further issues. The pump was sent to a service center for evaluation; the service center could not duplicate the reported device behavior, nor could they find anything wrong with the device in general. The pump has been returned to the user facility. Also see associated mdrs 1221934-2012-00190, 1221934-2012-00192, 1221934-2012-00193 and 1221934-2012-00194.

Manufacturer narrative:
The complaint device is not being returned, which precludes conducting an evaluation; however, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. (B)(4). We cannot tell anything from this; we cannot discern a root or underlying cause for the reported failure mode. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.